Event description:
It was reported that during a da vinci surgical procedure, the jaws of the fenestrated bipolar forceps instrument stopped opening. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. There was no issue found with opening and closing the jaws of the returned instrument. Failure analysis investigation found the following damages to the instrument: the pitch cable was frayed at the distal clevis hub. No damage was found to the clevis. The instrument's distal pulley exhibited visible scratches on the surface of the pulley. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable and tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.